Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing bent infusion set cannulas, elevated blood glucose, and skin irritation while using the infusion sets. His blood glucose elevated to 290 mg/dl. His normal blood glucose range is 120-130 mg/dl. He treated elevated blood glucose by bolusing through the infusion device. He noticed the bent cannula when the headset was removed. He stated an e4 (occlusion) error was displayed on the infusion device at that time. He washed the irritated area with soap and water. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.